Event description:
The customer complained about a false negative antibody screening test on tango. The customer reported that he missed an anti-s. The customer had returned neither the supposedly defective product nor the patient sample that had caused the false negative test result. Therefore our quality control laboratory tested the retained sample of anti-human globulin anti-igg solidscreen ii with different antibodies, inclusive an anti-s. All positive and negative reactions were correct. We did not observe any false negative reactions. The tango optimo in question was thoroughly inspected. No indications for an instrument malfunction that might be causative for this event were found. Testing by our quality control laboratory confirmed the allegedly defective lot of anti-human globulin anti-igg solidscreen ii functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.